Manufacturer narrative:
Ref comp #(B)(4).

Event description:
On january 3rd 2024 fujifilm healthcare americas corporation was informed of an event involving ec-760r-v/l. It was reported that during a diagnostic procedure the suctions was not working properly. The procedure was prolonged due the physician was unable to suction properly. There was no harm or injury to the patient. No additional information was provided.